Manufacturer narrative:
(B)(4). Date sent: 10/4/2022 g.1: manufacturer contact addr. St. Line 1. G.1: manufacturer contact city. G.1: manufacturer contact zip code. G.1: manufacturer contact country code.

Event description:
It was reported that during an unknown procedure, when removing the trocar, it was noticed that the trocar tip was damaged. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records could not be reviewed as the batch number is unknown. Investigation summary: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photo shows a torn cover at the bottom, out of its original packaging. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.